Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient was admitted for acute bronchitis. An IV catheter was inserted for infusion therapy. On the fourth day (B)(6), while flushing the line, the nurse discovered damage at the connection point between the catheter and the y-shaped tubing, rendering normal infusion impossible. The catheter was reinserted, and infusion therapy resumed. One adverse event has been reported for this batch.